Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on 2023-09-05 from a patient regarding an implanted pump system for spinal pain. The pump was used to deliver unknown baclofen, bupivacaine, and fentanyl. Dose and concentration information was not reported. It was reported that the patient requested a manufacturer representative (rep) to interrogate their pump due to not having a current pump doctor. The patient's pump started alarming "like in april and then it went down to about every hour, but the past week, it's been alarming every 10 minutes". Per the patient, "a little over a month ago", they were at "john hopkins" for about a month. In may, they were decreasing the medication and "they decreased it down to trickle". Per the patient, "they said if the pump lived, it would take like three years to run out of medication". The patient thought that "by moving it to the trickle", the pump did not have to work as hard, so it extended its life. The pump was due to be replaced on (B)(6) 2023 due to normal battery depletion, but the patient did not have a current pump doctor "because it was set to die". The patient was currently working with a doctor that "does not do pain pumps". It was noted that the patient had an appointment scheduled for the week following this report. The patient w as redirected to follow-up with a healthcare provider. Additional information received on 2023-10-03 from the patient indicated that the pump began alarming in (B)(6) 2023. The doctor interrogated the pump and the motor had stopped. The battery was still active. At the time of this report, the patient had not had the pump removed.